Event description:
It was reported that the 9600 system had sparks coming from the power cord plug. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ground connection was tightened during the service call. The system was tested and found to be working as intended and put back into service.